Event description:
This is being filed to report the clip detaching from one leaflet and recurrent mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing mr to 1. Approximately six months post procedure it was noted the clip had detached from the posterior leaflet (single leaflet device attachment (slda)). A second procedure was performed on (B)(6) 2022. Two clips were implanted to stabilize the slda clip, reducing mr from 4 to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Date of event estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The recurrent mr appears to be related to the slda. Mr is listed in the mitraclip instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.